Manufacturer narrative:
PMA/510(k) # k142688. 1 unit of lot number c1647193 of echo-hd-3-20-c was returned opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation. The needle was found to be broken proximally below the sheath extender. Due to the proximal break the stylet would not be able to advance past this point. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1647193 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1647193. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult target site as this answer is detailed as unknown in the additional information. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Impossible to insert the mandrel into the needle after a first puncture. Need to use a second needle device was returned and evaluated on 07-feb-2020 and proximal needle breakage was confirmed.